Event description:
The customer reported an error 97 while attempting calibrations, which caused the system lock up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The transmitter cable needs to be replaced. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.